Event description:
The 5fr. Uf catheter was inserted into the body. Pictures were taken, then the catheter was repositioned to the right leg. There was difficulty in positioning the catheter, so wire was re-advanced through the catheter. At this point, it was noted that the catheter was broken, and the wire came out the side of it. The catheter was removed over the wire and a new catheter was advanced over the wire. The procedure continued. The md said that the calcium in the body damaged the catheter. No harm was done to the patient - a new catheter was used, and the case continued.